Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the adapter could not be fully seated on the left ventricle lead causing a poor connection with cables. The left ventricle lead was replaced during the same procedure on (B)(6) 2021. No patient consequences.

Manufacturer narrative:
The reported event of connector sleeve could not fit the lead was confirmed. The connector boot appeared to be larger in one area and the lead could not be fully inserted into the test connector sleeve.